Event description:
The customer reported that the eye tracker failed to function properly in the patient's left eye, timing and procedure type is unknown. Additional information has been requested.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer checked the laser system. Field service engineer performed system verification as per service installation record. More information about the reported issue was requested but not received. The root cause of the reported issue could not be determined conclusively. Not enough information was provided to properly complete an investigation. Most possible root cause for eye tracking issues is the anatomy of the patient's eye and patient's behavior (rolling the eye during the treatment). The manufacturer internal reference number is: (B)(4).